Event description:
It was reported that pump displayed malfunction alarm code 15 with no notable events occurring beforehand. There was no adverse impact to the customer's blood glucose level. Technical support guided customer through resetting pump, instructed customer to load new cartridge and resume insulin, confirmed that malfunction did not recur, advised customer to continue using pump, and requested customer to call back if malfunction appeared again.